Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system kept defaulting to continued irrigation" (free or unrestricted flow). A nurse reported the system kept defaulting to continued irrigation. The system was switched out to complete the case. There was no patient injury reported.

Manufacturer narrative:
The facility called in to technical services to cancel the service call. The customer reported that they had figured out how the continuous irrigation was being turned on. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).